Event description:
The customer reported the power supply is defective. Due to a no power condition. If a loss of power occurs during use it could cause the unit to shut down. No patient involvement reported.